Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump may not be delivering correctly. Customer reported that she was recently given 56 extra units of insulin. Blood glucose level at the time of the incident was 50 mg/dl, which was treated with food. Blood glucose level at the time of the call was 157 mg/dl. Troubleshooting did not show any malfunction of the insulin pump, but the customer requested a replacement. The insulin pump was replaced and would be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump was received with a cracked reservoir tube lip.